Event description:
The customer reported being in the hospital due to low blood glucose. The customer stated that she did not realize the infusion set was detached from her and the blood glucose dropped. The call was disconnected and no further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.